Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The packaging box of the instrument was found to be physically damaged. The box exhibited tears measuring from 1.67" to 5.77" in length. No pieces of the box were missing. The box was returned unopened. The box was then opened and the instrument with the packaging was also damaged. All the broken pieces of the instrument remained within the box, no pieces were missing. The instrument was found to have the entire housing broken. No pieces of the housing were missing. The instrument was found to have a broken chassis. The broken pieces were returned. The instrument was found to have an input disk broken. Input disk #6 was found completely detached from the base of the housing. The broken input disk was returned with the instrument. No pieces were missing. The monopolar conductor wire was found to be broken within the housing. The insulation is not damaged. No wires within the insulation are exposed. The root cause is typically attributed to transport/storage.

Event description:
It was reported that the packaging of the monopolar curved scissors was damaged during delivery. There was no report of patient involvement.